Manufacturer narrative:
An investigation is being performed in an attempt to identify the cause of the event. Should additional information become available it will be reported in a supplemental report. Device not available.

Event description:
A patient specific implant prescription form has been submitted with diagnosis "impending periprosthetic #", right side. Additional notes indicate "...previous custom dfr (case (B)(4)). Aseptic loosening - stem/plate probably too short.".